Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 67mg/dl on the contour next one. He was having symptoms of low blood glucose: " visual yellow" and "visual purple" inside a room with "no brightness". He also tested on an alternate meter and the reading was 43mg/dl. He ate 10 glucose tablets, which totaled 40 grams of glucose, and started to feel better. He contacted his doctor based on the symptoms he was having. Doctor advised him to reduce his dosage of novolog insulin from 10 units per meal to 5 units per meal ( on average since its now based on carbs intake); customer stated that doctor also lowered his dosage of his teseba insulin from 5.0 units to 2.0 units per meal. Customer also stated that he takes 200mg of metformin twice a day and that did not change. The customer was advised to return the test strips for evaluation. New meter and strips were sent to him.